Event description:
Reporter alleged customer obtained a blood glucose result of 6.3 mg/dl when performing blood glucose tests on the advantage system. The 6.3 mg/dl is below the range of the device, and the device should report the result as "lo", for any result less than 10 mg/dl. The customer did not treat/act on the results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.